Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if the phenomenon occurred due to malfunction of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As noted , the customer reported that the light source unit was displaying a b30 scope communication error. The customer went on to confirm that this was occurring independently of the endoscopes. They used the same scopes on another system without any errors present. The customer also noted that they checked and cleaned the based. At this time, an olympus technician has been scheduled for a visit, but the results of that visit are not yet available. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.